Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer had a a21 alarm and key pad issues on the insulin pump. The customer's blood glucose level was 308 mg/dl. It was explained to the customer alarms occurred after inserting new battery and the insulin pump experienced unexpected restart. The patient was advised after the troubleshooting was performed to replaced the insulin pump due to unresponsive keypad issue. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had received with intermittent buttons due to corroded keypad traces. No display ramping on its own was noted. The pump also had a cracked case at the display window corners and battery tube threads, as well as minor scratches on the display window.